Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that after a revision surgery for oasys blocker and screw migration, it was noticed that one oasys polyaxial screw had fractured. Re-revision is not scheduled.

Event description:
It was reported that after a revision surgery for oasys blocker and screw migration, it was noticed that one oasys polyaxial screw had fractured. Re-revision is not scheduled.

Manufacturer narrative:
H3 other text : device remains implanted